Manufacturer narrative:
Report late due to asr to individual reporting transition per FDA letter dated june 28, 2019.

Event description:
The clinician reported that on the day the dental implant was placed, in the patient's mouth, a failure occurred upon insertion. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.